Event description:
On (B) (6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B) (6) 2010, a follow-up computer tomography revealed an unspecified endoleak. On (B) (6) 2010, the patient underwent a reintervention where the intraoperative angiogram revealed a possible proximal type I endoleak and a type ii endoleak. An aortic extender component was implanted. The final angiogram still revealed a possible type ii endoleak. The physician has chosen to wait and watch.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: pxc121200/06306281, pxl161407/04866489.